Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the pawls and flex circuit were worn. It was determined that this was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event. It was reported that during an unspecified spine surgery, it was observed that the motor device got hot and the attachment device made a grinding noise then stopped working while in use together. There was a five minute delay in the surgical procedure. Identical spare devices were attempted to be used to continue the surgery; however, the motor device and the attachment device made a grinding noise then stopped working while in use together. A third set of identical spare devices were used. It was reported that the devices worked and the surgery was continued. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information becomes available a supplemental medwatch would be submitted accordingly.